Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
1.2f placed on 12/8 and clotted off on 12/10. Running 2.7ml/hr of tpn through it. You can visualize a yellow substance at the point where the extension set meets the PICC. Please ship replacement product to: (B)(6).

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection of the sample found bodily fluids covering the inside and outside of the female luer. A yellow substance was observed inside the female luer which was most likely residue from the substance passed through the catheter. The most probable cause for the reported issue was most likely related to an event within the user environment and not a manufacturing error. There have been no other complaints regarding this issue with this lot number. Since the reported issue was most likely related to the user environment, no corrective action will be taken. Argon will continue to monitor for issues of this nature in the future.

Event description:
1.2f placed on 12/8 and clotted off on 12/10. Running 2.7ml/hr of tpn through it. You can visualize a yellow substance at the point where the extension set meets the PICC. Please ship replacement product to: (B)(6).